Event description:
(B)(4).

Manufacturer narrative:
The device was not returned to us, but from the info received from the hospital, it appears that a possible cause is stress overload of the instrument.